Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that there was an error on the device. There was patient involvement.

Event description:
It was reported that there was an error on the device. There was patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for (B)(6) was performed from date of manufacture to present date 10/07/2020, and note that this device has been returned for service four times which correlates to the customer reported issue or service repairs. Also, there were no production failures indicated on the source device.